Event description:
It was reported that patient underwent knee procedure in (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to the locking screw coming loose. Screw was removed at time of revision. No further information has been received.

Manufacturer narrative:
The review of the manufacturing history records shows that the product has been manufactured according to biomet (B)(4)'s pre-defined specifications. Biomet (B)(4) is the sub contractor of this product. Ten products have been manufactured in june 2009 in biomet (B)(4) facility. The analysis of the product shows that the screw is compliant with specification. The insert is damaged so it was not possible to fully analyse it. The size of the implant is compliant with the reference and designation of the product. The manufacturing history record of the inlay and the screw packaged with the inlay shows that the products were manufactured according to biomet (B)(4) predefined specification. The analysis of the products returned (inlay and screw) did not show any abnormality. The exact root cause of the event could not be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).